Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed at a us distributor. Upon investigation the electrode belt failed a pulse test. The cause for the failure was isolated to a short in the distribution node (dn) pca. The root cause of the short in the dn pca was a black trunk cable pulse wire with torn insulation. The root cause of the torn insulation on the black trunk cable pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During investigation of an unrelated problem by a us distributor, a reportable device malfunction was found.